Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not opening. A field service engineer assisted the customer, and the drawer was recovered. The rails were found to be faulty, and the half height drawer 4.1 was stuck and required replacement. The drawer was removed and replaced with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 opened only a few inches and would not open further, and bolts had fallen out of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.